Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv5 ruptured during filling. The device was being filled with an unknown cytotoxic drug when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available. This complaint is report 33 of 89

Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available, a follow up medwatch will be submitted. (B)(4).